Manufacturer narrative:
(B)(4). D10: cat: 802403604 lot: 3158432 constrained head. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one and a half years post-implantation, the patient underwent a hip revision due to dislocation and acetabular implant breakage. Patient anatomy led to deformation of implant and dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this report is a duplicate of (B)(4). The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under (B)(4).

Event description:
Upon receipt of additional information, it was determined that this report is a duplicate of (B)(4). The initial report was forwarded in error and should be voided. If additional information is to be received concerning the reported event, a supplemental MDR will be submitted under (B)(4).